Manufacturer narrative:
(B)(4).

Event description:
It was reported that unspecified wearable issue occurred. Product was provided for investigation. The allegation was confirmed via product. The probable cause was determined to be signal loss due to an app crash. The reported event of a unspecified wearable issue is reportable based on the finding of signal loss greater than an hour. No injury or medical intervention was reported.